Manufacturer narrative:
The customer was sent a replacement power supply. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product and to get additional complaint information were unsuccessful, including a final attempt by letter. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.

Event description:
Customer called in to customer service to report that her pump in style transformer had melted and there was a hole in the housing. Mom said the hole melted through and there were bubbles around it.